Event description:
It was reported that during a stenting treatment procedure, a guide wire break occurred. The lesion was located in the "very complex" and calcified left anterior descending (lad) artery. The choice pt graphix 182cm guide wire was selected for use. The physician noticed a fracture on the guide wire. The physician then removed the guide wire without leaving any segments in the patient. The physician believes he pulled too hard on the wire which resulted in the wire breaking. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: device received with its original pouch. Device presents a detachment, received in two segments, and presents kinks. A visual inspection was performed and a fracture was located approximately at 126cm from the distal end, a kink was located approximately at 1cm from the proximal end and a kink was located approximately at 125.5cm distal end. Dimensional inspection was performed with a digital micrometer and all outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a guide wire break occurred. The lesion was located in the "very complex" and calcified left anterior descending (lad) artery. The choice pt graphix 182cm guide wire was selected for use. The physician noticed a fracture on the guide wire. The physician then removed the guide wire without leaving any segments in the patient. The physician believes he pulled too hard on the wire which resulted in the wire breaking. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).